Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that force sensor test was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the force sensor was out of specification; count was at 0 (should be in 30s), values were 0=0, 5= 3.81, 15= 13.44. Service replaced force sensor to correct the reported issue, calibrated the pump and performed all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor calibration alarm. No adverse effects were reported.